Manufacturer narrative:
Philips service replaced the charger and returned the system with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless footswitch charger was defective on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.